Manufacturer narrative:
Title: three-year results of a randomized study comparing self-gripping mesh with sutured mesh in open inguinal hernia repair source: journal of surgical research, volume 209, march 2017 (139-144), date of publication: 15 october 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the literature was about a study to evaluate whether usage of self-gripping mesh when compared to sutured mesh could result in decreased chronic pain with the secondary to evaluate the rate of foreign body feeling, hernia recurrence, and risk factors for chronic pain development. In the study, 70 patients were implanted with the device. At a 3 year follow up, it was reported that 28.6% patients experienced pain, and 21.4% of the patients reported a foreign body feeling at the operative site. There was no patient harm.